Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to partial dislodgement. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to partial dislodgement, resulting the patient experiencing intermittent heart block. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060106. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.